Event description:
During use of the device for a cardiopulmonary bypass procedure the user reported that the pump speed was reduced to 0 ml/min without any alert/alarm between 11:00-12:00 am. This situation occurred once. No other details regarding the nature of this event were provided.